Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, on the third firing the surgeon heard cracking sound from the handle. So the surgeon decided to replace the handle to resolve the issue, and continued firing until the end of the procedure. There was no patient injury. Medtronic's initial evaluation of the incident device found with visual inspection that pli-10 egiashort noted a sheared teeth on the firing rack.